Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with dislodged lv lead a day after the implantation. The patient was hospitalized. X-ray and pacemaker interrogation were done. Lv lead was repositioned. Pacemaker was reprogrammed (switch to vvi mode). There was no aspect of resynchronization on the ECG. Should additional information be received, this file will be updated.